Manufacturer narrative:
The device was returned to olympus for evaluation and the reported broken socket malfunction was confirmed. The evaluation found the unit failed due to multiple issues. There were multi bent pins inside the video connector, the receptacle board needed to be replaced. There were no scopes image due to defective printed circuit board. Software upgrade from current 4.00 version to 4.10. Additionally, the housing top cover needed to be replaced and labeling with serial number was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the socket is broken malfunction, the camera input socket on the evis exera iii video system center. The issue occurred during preparation before use inspection in an unspecified procedure. There were no reported delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon no image occurred due to a failure of the printed circuit board. Also, the phenomenon broken video connector occurred due to the bent terminals. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.